Event description:
The reporter stated that the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in 2006. A week later, due to excessive vault, narrowing of the angle and shallowing of the anterior chamber depth the lens was removed. A shorter lens was inserted.